Manufacturer narrative:
Product identification is unknown. The following could not be completed with the limited information provided. Age at time of event - ni, date of birth - ni, patient weight - ni, date of event - ni, device product code - ni, expiration date - ni, date explanted - ni, therapy dates - ni. Concomitant medical products: item name: e1 vngd as tib brg 18x79, item number: ep-189108, lot number: 335200. Item name: vngd 360 oti tib slv sm full, item number: 185551, lot number: 836940. Item name: biomet smooth knee stems 18x40, item number: 145008, lot number: 948870. Item name: bmt 360 tib tray 79mm, item number: 185205, lot number: 187800. Manufacture date ¿ ni.

Event description:
It was reported that the patient had an initial left knee arthroplasty approximately 10 months ago. The patient is scheduled to be revised due to bone cement allergy.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information upon reassessment of the reported event, there is no indication that zimmer biomet bone cement was utilized in this procedure. The initial report was forwarded in error and should be voided.